Manufacturer narrative:
Evaluation codes: - results: evaluation of the returned product found unit has no sound when weight is removed from the sensor pad or when the sensor or magnet is removed from the alarm. The red led light at the nurse call test fixture does not turn on when weight is removed from the sensor pad. Warning label is peeled off. (B)(4).

Event description:
Customer reported the alarm has power and sounds when initially turned on but does not sound when in use with a sensor. Customer did not known when the issue was identified or the date when the issue was found. No patient incident or injury was reported.